Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that the bladder of a large volume infusor ruptured during infusion. The reporter stated that the device had also underinfused. The bladder ruptured after the end of the expected therapy time. There was solution in the bladder at the time of the event. The event involved a patient with no patient consequences. No additional information is available.